Event description:
It was reported that the patient was having their pump and catheter explanted as they were to have spinal surgery on (B)(6)-2014 and the health care professional (hcp) requested removal first. While the hcp was attempting to explant the catheter, the anchor was released and a portion of the catheter came out of the spine while the tip remained in the spine. The tip of the catheter that did come out of spine appeared compressed. It was noted that there was a catheter break; the location of the catheter issue was the catheter tip. The catheter was also described as ¿came apart¿. No action was required as a result of the event. The product issue was noted as not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. There were no symptoms as a result of the event. Additional information received indicated that the catheter segment will remain in the intrathecal space. The spinal surgery scheduled for (B)(6)-2014 was not related to the catheter issue. No additional actions or interventions were taken as a result of the catheter issue. The pump was used to infuse morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 85 90-1, lot# n438425, product type accessory. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body broken.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.